Event description:
1. The event happened during a transvaginal sling procedure. During an attempt to insert a bone anchor, the bladder was perforated and an anchor was broken. The physician observed some blood in the urine. He performed cystoscopy. The device's instructions for use call for cystoscopy to be performed as part of every procedure to verify bladder and urethral integrity. Although the physician initially saw the tip of the anchor in the bladder wall and a small laceration therein, he did not find remains of the anchor upon his attempt to retrieve it. 2. The procedure was completed successfully using an add'l anchor. The pt's urine was cleared 2 hrs after surgery. She had no pain and required no pain medication. She was able to void to completion without dysuria the following morning and was discharged without a catheter. The device's instructions for use call for catheterization following the procedure, with the catheter to be removed once normal bladder emptying is achieved. There was no indication the catheter was left in longer than would be normal for the procedure. 3. A discussion with the physician indicated that the inserted, which is used to insert the anchor into the pubic bone, was held in an oblique rather than perpendicular angle relative to the bone. This, as well as the anchor being at the low range of tolerances, is suspected to be the cause for the anchor breakage. The tolerance ranges for the anchors have been narrowed. 4. Review of a pt x-ray suggests that the bladder perforation was caused by the inserter being held in a too high position and not by the break of the anchor.